Event description:
It was reported that the 2600 system had a kv error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced by the customer. The system was found to be working as intended, and put back into service.